Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. A previous diagnostic test revealed high impedance measurements. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced. Reportedly, effective therapy has resumed postoperative and the reported issue is now resolved.